Event description:
It was reported that the right ventricular lead dislodged. It was noted that upon fluoroscopy the right ventricular lead was pulled back near the tricuspid valve. The lead was explanted and replaced. The patient was in stable condition.